Event description:
It was reported after sterilization that the tps micro driver was leaking. This event occurred during sterilization, so there was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported after sterilization that the tps micro driver was leaking. This event occurred during sterilization, so there was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the engineering technician confirmed the reported event of leaking and noted that an uncured potting solution had seeped out from the boot. The probable cause of the reported event was determined to be out-of-specification potting solution received from the supplier. The device has been placed in quarantine until it is reworked to specification. Updates were made due to additional information provided within the investigation.

Manufacturer narrative:
Upon visual inspection of the device, it was discovered that the gasket was not sealed all the way, allowing some of the potting inside of the handpiece to leak out. This is the probable cause of the reported event. The device has been repaired and will be returned to the user facility.